Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine device interrogation of this product, the device displayed a code 1007 which indicated that the capacitor charge time had exceeded the limit. Subsequently the device displayed high, out of range shock and pace impedance measurements. In addition, loss of capture (loc) was seen. The patient was seen for a revision procedure. It was reported that a fracture was identified during the revision procedure. The device was explanted and replaced and has been returned for analysis. The rv lead was surgically abandoned. There were no adverse patient effects reported.